Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a loose oxygen flush bracket mounting screw. The screw was tightenened.

Event description:
The hospital reported the unit had a stuck open flush button. There was no report of patient involvement.